Manufacturer narrative:
The excor blood pump, s/n, (B)(4), was in use by the patient from (B)(6) 2021 (4 days). The patient was transitioned to a pedimag on (B)(6) 2021, where the ldh had fallen to the 1000 range and then the patient transitiod to back to an excneor blood pump on (B)(6) 2021.

Event description:
On 6/26/2021, the site contacted berlin heart inc. (B)(4) to report that the blood pump was making a squeaking noise in a patient in the lvad configuration. The noise had begun on (B)(6) 20201. The pump had full fill and ejection. The patient also developed hemolysis. The ldh level was reported as 2729 and the upper limit of the site is 850. The plasma free hemoglobin was 160 with the upper limit of normal being 60. The ldh values prior to implantation of the blood pump were 1800 on (B)(6) 2021, 1500 on (B)(6) 2021. On (B)(6) 2021, the date of implant, the ldh was 1000. On (B)(6) 2021 the ldh was 1956.